Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2010. During the treatment the pt acquired supraventricular tachycardia (svt) during pulse delivery. The svt resolved immediately upon cessation of pulsing and required no intervention.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the cause of the supraventricular tachycardia could not be ascertained. Tachycardia is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev. D) document. This event will be trended and monitored by angiodynamics complaint handling dept. Internal complaint # (B)(4).